Event description:
Customer reported that they placed their infusion set and their blood glucose readings increased to 25 mg/dl. Customer then changed her set and the blood glucose readings begun to go down. Self test was performed and passed. The drive support cap was noted to be indented. Customer received a no reservoir message during the displacement test. Customer's blood glucose reading at the time of the call was 4.9mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.